Event description:
It was reported that the patient presented to clinic as an inflatable penile prosthesis (ipp) device was not functioning like it once did. The patient was examined both physically and visually. It was determined that a surgical intervention was required to replace the device. The ipp was removed and replaced. No patient complications were reported.